Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: may 8th, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a visual inspection on the returned cone assembly revealed residue, debris and a laser marking associated to product that was used during a procedure. The reported preexisting additional cut could not be visualized. Manufacturing record evaluation: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening the procedure pack, the patient interface (pi) device were noted in which the cone glass containing the flap had cuts in addition to the side cut of the flap. The account indicated that it was highly probable that these additional cuts occurred prior to the laser irradiation. The flap itself, however, was not affected, and there were no patient injuries reported. No further information was provided. Note: this report is 2 of 2 reported.

Manufacturer narrative:
Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.